Event description:
Medtronic ventricular lead malfunction. Pt with implanted cardioverter defibrillator (ICD) in place for five years. The lead impedances have fallen significantly so the lead was extracted and replaced. The leads were not saved after extraction.